Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Event description:
Allergan aesthetics received a report of a patient treated upper posterior thighs on (B)(6) 2018 with coolsculpting cooladvantage coolcurve plus developed paradoxical hyperplasia (pah/ph). Diagnosed with pah on (B)(6) /2021 by medical doctor.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated to the outer thigh and infragluteal area with coolsculpting and may have developed paradoxical adipose hyperplasia in the same areas.